Event description:
A peak lag screw backed out of the plate about 2mm, post-operatively. This was discovered by x-ray. An explant surgery has not been scheduled at this time as the pt has not had any adverse clinical symptoms. A complaint history analysis was performed for peak lag screws and no other complaints of this type have been reported for this part number. The screw remains implanted so no further eval can be performed. A root cause of the event cannot be determined. No further action can be taken at this time.